Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was hospitalized on (B)(6)2019 after presenting to emergency department with symptoms of worsening shortness of breath, lower extremity edema, and dyspnea on exertion. The patient presented with a 23 lb weight gain, and did endorse eating more sodium rich foods prior to admission. While hospitalized, subject was diuresed with IV lasix (B)(6)2019 through (B)(6)2019, metolazone (B)(6)2019, and IV diuril (B)(6)2019. Laxis was transitioned to oral on (B)(6)2019, and the patient was discharged on (B)(6)2019 at 237 lbs (down from 258 lb on admission) having received nutritional counseling on avoiding sodium rich foods. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of acute decompensated heart failure could not be conclusively determined through this evaluation; however, the account communicated that the diagnosis was dietary indiscretion. A direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the patient was presented to the emergency department (B)(6) 2019 with 1-1.5 weeks of increasing shortness of breath and weight gain. Over past week, subject stated he felt like he gained approximately (B)(6) pounds. Subject was admitted to the hospital and after evaluation, cardiology felt dietary non-adherence was the most likely trigger for presentation, with other etiologies (outflow graft twist, lvad thrombus) much less likely. Subject will be evaluated for these if he does not improve with diuresis and dietary changes. It was noted that the patient's diagnosis was acute decompensated heart failure exacerbation due to dietary indiscretion. No lvad problems were documented during the hospitalization. Patient was discharged home on (B)(6) 2019. The patient was discharged on a higher dose of diuretics due to his intake of sodium rich foods. He will be seen in clinic next week to reassess with medication changes. No changes were made to the vad settings. No further information provided.